Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2013, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 24-jan-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a device manufacturer representative regarding a patient receiving dilaudid (15 mg/ml at 0.908 mg/day) via an implantable infusion pump. It was reported that the patient had complained of an increase in pain and the doctor was unable to aspirate through the side port of the pump. The patient was taken to surgery and the pump pocket was opened. The pump segment of the catheter was disconnected and the doctor was then able to aspirate from the catheter, so he reattached the segment and confirmed the catheter was patent. The issue was considered resolved. There were no environmental, external or patient factors which may have led or contributed to the issue. The patient's weight was unknown. The patient's status at the time of the report was alive - no injury. No further complications were reported.